Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypolglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s mother stated that the patient had a massive seizure lasting longer than 5 minutes. The cgm reading was 60 mg/dl but the bg value was below 20 mg/dl. The patient¿s mother gave the patient nasal baqsimi and a glucagon injection. 911 was called and the patient was admitted to the hospital where he stayed overnight. No information was provided regarding any additional treatment provided during the hospitalization. At the time of the report several days later the mother stated that the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. He data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.